Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: -d4 - expiration date: from - 9/27/2026 to - blank. -d4 - expiration date null: from - none selected to - na. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the reported failure was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a whiteout image issue during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.